Manufacturer narrative:
Additional information was added to h4, h6, and h11: h11: the actual device was not available; however, three retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one of the joint protective sleeves of the stopcock was missing. This was noticed while opening the outer package prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.